Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported the patient was using an expired sensor and calibration was performed during error display. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient was using an expired sensor. The dexcom g4 platinum continuous glucose monitoring system states: make sure your sensor is not expired. Check the expiration date on the sensor package label. The format is yyyy-mm-dd. Insert sensors on or before the end of the expiration date calendar day. It was also reported that calibration was not performed accordingly, patient enter entered fingerstick values during error. The dexcom g4 platinum continuous glucose monitoring system user's guide states: do not calibrate if the glucose reading error symbol shows in the status area. However, a root cause for the reported inaccuracy cannot be determined.